Manufacturer narrative:
The introducer dilator and sheath were returned with dried blood on the components. The hub of the dilator was found broken off from the dilator tubing. The hub of the dilator was observed to be slightly stripped. No damage was found on the returned sheath. The returned dilator and sheath were measured and found to be within specification. No other visual defects were identified. The root cause of the issue at this time is impossible to define. CAPA 830128 has been initiated to investigate this issue further and identify a root cause. Reference complaint #(B)(4).

Event description:
Hold sm 5.23it was reported that during the intra-aortic balloon (iab) insertion process, the customer pulled the dilator back and the cap snapped off leaving the dilator inside the sheath. They were able to retrieve it by clamping the sheath/dilator with snaps. Insertion was noted to be via right femoral artery. A new iab was attempted to be inserted via left femoral artery, however, the vessels were too calcified. There was no patient harm or adverse even reported.

Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.